Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, when ventricular set screw was engaged in the implantable pulse generator (ipg) header with the supplied wrench, the wrench became stuck in the set screw. The wrench was pulled, and the set screw came out of the header and was still attached to the wrench. The ipg was not implanted and another one was used. No patient complications have been reported as a result of this event.